Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2023. Block d6b: august 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was not receiving adequate pain relief and had discomfort at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.